Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v265336, implanted: (B)(6) 2010, product type: lead. Product ID: 377675, lot# v009696, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v096185, implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported there was burning, pain, and stinging at the right pocket site when stimulation was on. It was noted impedances were within range. It was noted the patient was alive with injury. There has been no action taken but the patient was reprogrammed. Follow up reported the patient had some life events that prevented them from meeting with their health care professional. It was noted the patient planned to make an appointment for mid (B)(6). No new information reported. The patient had not done any follow up with their physician. No new information reported. Patient had not seen their physician. Patient cancelled their last appointment for unrelated personal issues.